Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 670 mg/dl and a correction bolus was delivered to address the bg level. The customer was hospitalized for diabetic ketoacidosis. The customer was treated with an intravenous drip and insulin drip. The customer was discharged after 5 days; the exact dates could not be recalled. As the event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the high bg level. There was no device malfunction reported.